Event description:
My wife, who is wheelchair bound due to cerebellar atrophy, fell against her wheelchair (manual folding from invacare), while trying to sit down and caught her arm on the foot pedal upper hinge pin on the left side of the wheelchair and punctured and ripped a half dollar sized whole in her arm.